Event description:
Customer reported, the tube is arcing. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver board. System operates as intended. (B)(4).